Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 20:45:59. During night drain cycle five, the patient's ultrafiltration reading was 1558ml, indicating the home patient (hp) drained 1558ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1558ml during therapy initiated on (B)(4) 2011 at 20:45, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4)clinical hazards list. Review of the event log revealed the patient ended therapy during cycle 6 drain, therefore, causing the uf from cycle 5 and cycle 6 to incorrectly be added together in the therapy log. Cycle 5 drain was completed on (B)(4) 211 at 5:02:33 and the user's actual drain volume during cycle 5 was 3131 ml. The actual drain volume of 3131 ml is 136.1% of largest prescribed fill volume (lpfv) of 2300 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.